Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of the cloudy effluent episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent in a patient coincident with peritoneal dialysis (pd) therapy. In (B)(6) 2010, the patient experienced cloudy effluent. The physician stated that extraneal viaflex and nutrineal pd4 unknown bag therapies were temporarily withdrawn. On (B)(6) 2010, the patient began remedial therapy with unspecified antibiotic therapy. At the time of this report, the event of cloudy effluent was improving. The physician did not provide a statement of causality for the event of cloudy effluent.